Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the batteries were not holding a charge and were in the yellow zone. The device was not changed out as it was being used as a back-up and would have still operated if needed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.